Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to repeated error m-02. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was returned and the reported error was confirmed and replicated. The reported issue was confirmable using system logs which revealed error m-02 and multiple other errors. A visual inspection found no issues related to the reported event. However, a hairline crack was found in the top left corner of the front bezel and scratches were noted on the left side of the housing cover. Damage/scratches will require rework. Fa inspection was able to replicate the reported event. The unit was tested on system and presented errors 1-87 and m-02-3 on startup. Error c-84 also was present in erbe logs. The complaint was confirmed based on failure analysis. Failure analysis concluded that no root cause could be attributed to the reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that a repeated m-02 error occurred against the integrated electrosurgical unit (iesu) or erbe generator. The customer power cycled the erbe multiple times, and the error disappeared. The intuitive surgical inc technical support engineer (tse) advised that a repeated m-02 error would require that the generator be replaced, and the error was less likely to happen once the generator warmed up. The customer stated that they had a covidien generator available, along with the blue activation cable, if needed. The ports were not in place when the issue occurred. No known impact or patient consequence was reported.